Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 13-nov-2015: follow-up attempts were done with no response to date.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5044637) in united states on 14-oct-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011. Consumer experienced real bad pains, heavy periods, lower back pains, and sometimes during sex. On (B)(6) 2015, a hysterectomy was performed and essure removed. Concomitant medications were reported: hydrocodone- acetaminophen, advils, ibuprofen. Hospitalization was mentioned as event outcome, but not specified and/or assigned to one of the events. Result and assessment of the product technical complaint investigation received on 29-oct-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had real bad pains (interpreted as pelvic pain). She underwent a hysterectomy and essure was removed. This event is listed in the reference safety information for essure. Pelvic pain may occur after essure insertion. Given the nature of the reported event and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a device removal was required. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. Further information is expected.